Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The video controller printed circuit board was replaced. The sys was tested and operates as intended.

Event description:
The customer reported that the 9800 sys had no image. No pt injury was reported.